Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cii safe auto restock was not matching with the medstation. A technical support specialist dialed into the ciisafe station and reviewed the issue, verified that the medication existed in ciisafe and confirmed that the location was properly configured under locations, active, and set as adm, logged into pyxis-support, backed up the database files, and launched application, ran queries to identify and remove bad records from the table location inventory table by first reviewing all locations in table location inventory to note the relevant location identity, then validating the records using the medication identity and location identity, and deleted the incorrect entries, closed the structured query language (sql) session, launched the ciisafe application, and emailed the customer requesting verification from their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es,pocket of hydromorphone 0.5 mg/0.5 ml injection in the pacu_p medstation was unloaded (max 50, min 30) and reloaded into another cubie. Cii safe registered both the loaded and unloaded pockets and displayed a max of 100 and min of 60 on the auto-restock screen, with the current quantity showing as 60 even when the medstation was stocked out. This caused a delay in patient care and did not prompt a pull when the medstation was stocked out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.